Event description:
It was reported that during an unrelated lead revision procedure, low impedance and a loss of sensing were observed on the atrial lead. No patient symptoms were reported. The lead was explanted and replaced at that time. The patient was in stable condition following the procedure.

Manufacturer narrative:
(B)(4).